Event description:
It was reported on (B)(6) 2015, a cardiac surgeon implanted a myodex lead on a (B)(6) patient. He connected the lead at a microny sr 2525t site in abdominal zone. After the procedure, good measures of the lead (threshold 0.3v @ 0.31ms, impedance 600 ohm more or threshold increased, was unstable and patient position-dependent (max threshold was 3.0v @ 0ms). Because the patient is pm-dependent, on the same date the physician performed an implant review, he extracted the old myodex and implanted a new myodex lead and connected it to the same system. Good measures of the lead after the procedure.